Event description:
The lvp is experiencing occlusion sensor failures when exposed to ±8kv contact esd discharges. The investigation explored multiple potential contributing factors across manufacturing, software, hardware, testing, and design domains. Manufacturing factors such as tolerances, distances, material changes, and coatings were assessed, but no deviations were found that would significantly impact esd susceptibility. Software factors including error handling and response logic were reviewed. While modifying the occlusion fault timeout is a potential mitigation, it does not account for the variability in resilience observed between different pumps. Hardware investigations focused on esd coupling pathways, grounding and dissipation issues, and circuit/component susceptibility. These areas remain under evaluation, but no definitive failure point has been identified. Design factors such as board layout, high-impedance nodes, and potential dsps board modifications were examined for vulnerabilities, and future design mitigations may be considered. Testing factors, particularly test setup and test plan criteria, emerged as the most immediate area of concern. A review of iec 60601-2-24 confirmed that temporary degradation or loss of function requiring operator intervention is acceptable at level 4 (±8kv), whereas the current test plan enforces stricter criteria than required. Testing at a 3rd party testing facility demonstrated that the system maintains normal performance at level 3 (±6kv), and failures at level 4 are recoverable with operator intervention. Updating the test plan to align with the latest regulatory requirements will ensure a more accurate assessment of product performance.

Event description:
The following has been reported: during an ad hoc, esd stress test of the lvp, an occlusion sensor failure alarm was triggered. A preliminary review of the logs identified the following issue: sensor hardware failure (dsps sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.